Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14aug2023. Investigation summary: it was reported there was a black substance found in the needle. To aid in the investigation, two samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed and both samples have equipment lubricant at the bottom of the needle and top part of the needle hub. No other defects or imperfections were observed. This defect could occur if, after a repair or maintenance of the cannulator, the cannulator wheel was not properly cleaned. A device history record review was completed for provided material number 305198, lot 3024132. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that black substance found in 3 of the bd conventional needles. The following was received by the initial reporter: customer reports black substance found in the needle.

Event description:
It was reported that black substance found in 3 of the bd conventional needles. The following was received by the initial reporter: customer reports black substance found in the needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.